Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas displayed repeated alert code 38 indicating a motor stall while the device battery was below 50 percent, after which the user charged to full, restarted per guidance, and the alert resolved; the user then changed the expired infusion set and replaced the cartridge and tubing, resumed insulin therapy, and blood glucose remained in range. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed a mechanical problem consistent with a stalled motor alert. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.